Event description:
A user facility reported the connector broke when the physician was attaching the lma to the airway circuit. The lma was removed and replaced with another. There was no pt injury or problems. The user facility has been requested to return the device for evaluation.